Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the jdsd5001 duraseal 5ml could not be sprayed well during the craniotomy procedure on (B)(6) 2019. The procedure was actually completed with the reported product and there were no adverse consequences to the patient. Additional information received on 26aug2019 indicating that the patient was prepped for surgery and there was no delay in surgery reported.